Event description:
The customer reported a leak of approximately three (3) to four (4) drops of clear liquid on the vial cap from the coulter ac.t diff 2 analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred.

Manufacturer narrative:
The customer found loose tubing on the probe rinse block. Per beckman coulter technical support personnel's instructions, the customer trimmed and reattached the tubing which resolved the issue. (B)(4).